Event description:
The patient reported she recently had her morphine (concentration and dose not reported) pump implanted. Approx. 6.5 weeks later, she had "return of pain, a metallic taste and smell thru her skin, nausea, vomiting, diarrhea, and fatigue." Six days later, the patient went to the emergency room and was treated with phenergan (concentration and dose not reported). The patient also stated her "pump was sticking out on one side, it was very sore over pump, and it was swollen like a baseball." The patient further reported she had passed out the previous night and paramedics had taken her to the emergency room. She stated she had gone to "3 hospitals last night." The last hospital told the patient she was septic, gave her unspecified antibiotics, flushed the area around her pump with saline, gave her unspecified oral pain medication and sent her home. The patient stated she was allergic to some metals and believed that this was related. She had a similar reaction in the past where she reported having had metal rods in her spine that were removed due to an extreme allergy. The patient stated that since she had visited the emergency room the previous night she was feeling much better compared to the previous day. The patient planned to follow up with her hcp. Additional information has been requested from the hcp, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.